Event description:
It was reported to olympus that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the play of upward/downward knob was out of the standard value and the bending angle in up direction does not meet the standard value, due to the wear of angle wire; the adhesive on bending section cover (a-rubber) was chipped; there were scratches on the control unit, grip, universal cord, scope connector (s-connector), switch box, scope cover (s-cover), right/left knob, upward/downward knob, forceps elevator (fe) knob, fe lever, scope connector cover (sc cover), and the plastic distal end cover (c-cover); and the suction cylinder (s-cylinder) was shaved. Due to the nature of the reportable event, follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: the facility flushed the air/water nozzle with water and air. The facility flushed the air/water nozzle with detergent solution. The facility presoaked the endoscope in the detergent solution. The facility brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviation from instruction for use were identified. The event can be detected and prevented by following the instructions for use which state: the instruction manual operation manual¿ gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.